Event description:
It was reported that, on about (B)(6) 2015 after implant, the patient tried to get down kitty litter and felt burning where the leads were. No falls were reported. The burning sensation went away after about a day and a half. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient hadn any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Additional information indicated that the aware date and the date on the initial report should have been (B)(6) 2015.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. Appointment dates of (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015 were noted. At the (B)(6) the patient's device had an impedance check and the x-ray was reviewed. The lead was in a good position and they were able to get good coverage of their back and both legs. The cause of the burning was suspected to have been due to increased activity. No lead migration had occurred. The burning occurred off and on but the patient could not identify any pattern. The burning did not go away when the patient turned the stimulation off.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).